Event description:
It was reported that a bd syringe 0.3ml 30ga 8mm 7bag 420cas jp had scale marking issues before use. The following was reported by the initial reporter: "the customer (head of an animal clinic) reported as follows: when I aspirate the drug according to the 1-unit line on the barrel, the volume aspirated becomes slightly greater than the 1-unit volume. The scale seems to be misaligned."

Manufacturer narrative:
Investigation summary: customer returned (12) 30gx8mm, 0.3ml bd insulin syringes from lot 0006858. Consumer reported when I aspirate the drug according to the 1-unit line on the barrel, the volume aspirated becomes slightly greater than the 1-unit volume; the scale seems to be misaligned. All 12 returned syringes were examined, then tested using a 0.3ml syringe plug gauge: all 12 syringes fell within the plug gauge spec. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch # 0006858 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200870663, 200870931] noted that did not pertain to the complaint. There was one (1) notification [200870817] noted for scratch print. There was one (1) notification [200870922] noted for blank barrel. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd syringe 0.3ml 30ga 8mm 7bag 420cas jp had scale marking issues before use. The following was reported by the initial reporter: "the customer (head of an animal clinic) reported as follows: when I aspirate the drug according to the 1-unit line on the barrel, the volume aspirated becomes slightly greater than the 1-unit volume. The scale seems to be misaligned."